Event description:
It was reported that pump display had pixel issue that affected ability to read screen and interact with pump. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, was provided replacement pump for continued insulin delivery, and was instructed on storage mode, shipping address confirmation, and returning problematic pump to tandem within 10 days using provided return materials.